Event description:
The surgeon was performing a lefort 1, bsso (bilateral sagittal split osteotomy) when using the sonopet the blade broke into 2 pieces. The surgeon informed the team that the blade had broke. The patient appeared to have no harm done per all team members. The surgeon gave both pieces to (scrub tech). Rn (circulating nurse) and scrub replaced the blade, machine, and cord. The case proceeded without further complications.